Event description:
It was reported by surgeon via sales that an edwards aortic bioprosthetic valve was explanted after an implant duration of approximately six (6) years due to aortic stenosis and moderate regurgitation. A single coronary artery bypass grafting (CABG) was also performed during this redo surgery. Explant operative report notes that two of the leaflets were heavily calcified, the subject bioprosthesis was removed and replaced with a mechanical valve. Final transesophageal echocardiography showed a well seated aortic prosthesis which functioned well. The patient was taken to ICU in stable condition.

Manufacturer narrative:
Method = x-ray. The explanted device was returned and evaluated; heavy calcification was observed in the cusp area of leaflet 1, moderate to heavy calcification was observed in the cusp area of leaflet 2. The free margin of leaflet 2 exhibited moderate calcification, free margins of leaflets 1 and 3 exhibited minimal to moderate calcification. Calcification restricted mobility in the leaflets and led to stenosis. Moreover, moderate to heavy host tissue overgrowth encroached onto the tissue at the inflow aspect and into the orifice at the greatest point by approximately 8mm. Minimal host tissue overgrowth encroached onto the tissue at the outflow aspect and into the orifice at the greatest point by approximately 2mm. Host tissue was heavy at the stent inflow and minimal at the stent outflow. Device evaluation confirms calcification and host tissue overgrowth (pannus) as the primary causes of the reported stenosis leading to this explant. Bioprosthetic leaflet calcification and host tissue overgrowth are two common chronic failure modes in bioprosthetic heart valves. Their occurrence is highly variable among patients. It is generally believed that patient biological factors and/or preexisting medical conditions and comorbidities play major roles in the development of bioprosthetic tissue calcification and/or host fibrotic tissue overgrowth. However, the underlying mechanisms are not completely understood. The provided information suggests nothing to indicate a device quality deficiency that may have caused or contributed to this event. No further action is required at this time.